Manufacturer narrative:
The pt remains ongoing with the implanted device and no further issues have been reported. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was experiencing continuous driveline fault alarms which had been previously silenced. The pt is also experiencing new low flow alarms and driveline disconnect alarms. Log files were submitted to the manufacturer which confirmed low speed and driveline disconnect events.